Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure (batch no: b60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "complications or problems that occurred at the time of essure placement procedure:failure to visualize for essure implant deployment/ device not opened" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included anxiety from 2006 to 2007, obesity, cholecystectomy, ankle operation, intervertebral disc operation (lumbar disc (l4-l5) surgery), gravida I, parity 1, drug allergy (allergies: imitrex (sumatriptan), acid reflux (oesophageal) and gallstones. Concurrent conditions included gerd, uterine bleeding, breast cancer, sleep unwell, endometrial thickening, endometrial polyp, uterine fibroid, metrorrhagia, intramural leiomyoma of uterus, nicotine dependence, seasonal allergy, increased urinary frequency, bacterial vaginosis and discomfort (moderate). Family history included uterine cancer (mother). Concomitant products included celecoxib (celexa), ibuprofen, ibuprofen (motrin), levonorgestrel (mirena), phentermine, prednisone and progesterone. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced hot flush ("hormonal changes describe: hot flashes"), dizziness ("neurological conditions or problems type: lightheadedness"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced diarrhoea ("gastrointestinal or digestive system condition: diarrhea") and fatigue ("fatigue exhausted"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), menorrhagia ("abnormal bleeding (menorrhagia) heavy bleeding. Using 1 super tempon. Bled for 16 days straight"), vaginal haemorrhage ("abnormal bleeding (vaginal") and urinary tract infection ("infection (bladder/ urinary tract/vaginal"). On an unknown date, the patient experienced dyspnoea ("neurological conditions or problems type: short of breath"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("right leg pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal"), cystitis ("infection (bladder/ urinary tract/vaginal") and post procedural discomfort ("complications or problems that occurred at the time of essure placement procedure: patient discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dizziness, dyspnoea, vaginal discharge, abdominal pain lower, pain in extremity, vaginal infection, cystitis, urinary tract infection and post procedural discomfort outcome was unknown, the menorrhagia, vaginal haemorrhage, weight increased, hot flush, diarrhoea and fatigue had resolved and the migraine and headache had not resolved. The reporter considered abdominal pain lower, cystitis, diarrhoea, dizziness, dysmenorrhoea, dyspnoea, fatigue, headache, hot flush, menorrhagia, migraine, pain in extremity, pelvic pain, post procedural discomfort, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on unknown date diagnostic cystoscopy was performed. Patient essure is rescheduled for on (B)(6) 2013. On initial procedure of essure insertion date on (B)(6) 2013, failure to visualize for essure implant deployment/ device not opened/ procedure discontinued patient discomfort and rescheduled for on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, headaches, hot flashes, dysmenorrhea (cramping),anxiety, lightheadedness, diarrhea, pelvic pain, menorrhagia, vaginal bleeding,urinary tract infection, shortness of breath, vaginal discharge". Batch no: b60745. Production date: 2013-08-07, expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: event migraine, headache outcome was updated to "not recovered/not resolved". Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "complications or problems that occurred at the time of essure placement procedure:failure to visualize for essure implant deployment/ device not opened" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included obesity, cholecystectomy, ankle operation, intervertebral disc operation (lumbar disc (l4-l5) surgery), gravida I, parity 1, drug allergy (allergies: imitrex (sumatriptan)), acid reflux (oesophageal) and gallstones. Concurrent conditions included gerd, uterine bleeding, breast cancer, sleep unwell, endometrial thickening, endometrial polyp, uterine fibroid, metrorrhagia, intramural leiomyoma of uterus, nicotine dependence, seasonal allergy, increased urinary frequency, bacterial vaginosis and discomfort (moderate). Family history included uterine cancer (mother). Concomitant products included celecoxib (celexa), ibuprofen, ibuprofen (motrin), levonorgestrel (mirena), phentermine, prednisone and progesterone. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia) heavy bleeding. Using 1 super tempon. Bled for 16 days straight") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), dizziness ("neurological conditions or problems type: lightheadedness"), dyspnoea ("neurological conditions or problems type: short of breath"), diarrhoea ("gastrointestinal or digestive system condition:diarrhea"), fatigue ("fatigue exhausted"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("right leg pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),") and post procedural discomfort ("complications or problems that occurred at the time of essure placement procedure: patient discomfort") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dizziness, dyspnoea, vaginal discharge, migraine, headache, abdominal pain lower, pain in extremity, vaginal infection, cystitis, urinary tract infection and post procedural discomfort outcome was unknown and the menorrhagia, vaginal haemorrhage, weight increased, hot flush, diarrhoea and fatigue had resolved. The reporter considered abdominal pain lower, cystitis, diarrhoea, dizziness, dysmenorrhoea, dyspnoea, fatigue, headache, hot flush, menorrhagia, migraine, pain in extremity, pelvic pain, post procedural discomfort, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on unknown date diagnostic cystoscopy was performed. Patient essure is rescheduled for (B)(6) 2013. On initial procedure of essure insertion date of (B)(6) 2013, failure to visualize for essure implant deployment/ device not opened/ procedure discontinued patient discomfort and rescheduled for (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, headaches, hot flashes, dysmenorrhea (cramping),anxiety, lightheadedness, diarrhea, pelvic pain, menorrhagia, vaginal bleeding,urinary tract infection, shortness of breath, vaginal discharge". Batch no b60745 production date :2013-08-07 , expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device deployment issue " complications or problems that occurred at the time of essure placement procedure: failure to visualize for essure implant deployment/ device not opened". The patient's medical history included obesity, cholecystectomy, ankle operation, intervertebral disc operation (lumbar disc (l4-l5) surgery), gravida I, parity 1, drug allergy (allergies: imitrex (sumatriptan)), acid reflux (oesophageal) and gallstones. Concurrent conditions included gerd, uterine bleeding, breast cancer, sleep unwell, endometrial thickening, endometrial polyp, uterine fibroid, metrorrhagia, intramural leiomyoma of uterus, nicotine dependence, seasonal allergy, increased urinary frequency, bacterial vaginosis and discomfort (moderate). Family history included uterine cancer (mother). Concomitant products included celecoxib (celexa), ibuprofen, ibuprofen (motrin), levonorgestrel (mirena), phentermine, prednisone and progesterone. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia) heavy bleeding. Using 1 super tempon. Bled for 16 days straight") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), dizziness ("neurological conditions or problems type: lightheadedness"), dyspnoea ("neurological conditions or problems type: short of breath"), diarrhoea ("gastrointestinal or digestive system condition:diarrhea"), fatigue ("fatigue exhausted"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("right leg pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and pelvic discomfort ("complications or problems that occurred at the time of essure placement procedure: patient discomfort") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dizziness, dyspnoea, vaginal discharge, migraine, headache, abdominal pain lower, pain in extremity, vaginal infection, cystitis, urinary tract infection and pelvic discomfort outcome was unknown and the menorrhagia, vaginal haemorrhage, weight increased, hot flush, diarrhoea and fatigue had resolved. The reporter considered abdominal pain lower, cystitis, diarrhoea, dizziness, dysmenorrhoea, dyspnoea, fatigue, headache, hot flush, menorrhagia, migraine, pain in extremity, pelvic discomfort, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on unknown date diagnostic cystoscopy was performed. Patient essure is rescheduled for (B)(6) 2013. On initial procedure of essure insertion date of (B)(6) 2013, failure to visualize for essure implant deployment/ device not opened/ procedure discontinued patient discomfort and rescheduled for (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, headaches, hot flashes, dysmenorrhea (cramping),anxiety, lightheadedness, diarrhea, pelvic pain, menorrhagia, vaginal bleeding,urinary tract infection, shortness of breath, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- dysmenorrhea (cramping), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), weight gain, hot flashes, lightheaded, short of breath, diarrhea, fatigue exhausted, pain, vaginal discharge, migraines, headaches, bladder infection, urinary tract infection, vaginal infection, lower abdominal pain, right leg pain, device deployment issue, pelvic discomfort and she did not undergo confirmation test. Reporter information, medical history, concomitant drug, events onset date, event outcome, weight, height, race, essure insertion and removal date was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.